Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider alleges no pressure while using unit for breathing treatments.